Event description:
It was reported that patient presented with discomfort due to diaphragmatic stimulation which was caused by the left ventricular lead. The lead was explanted and replaced. The patient was in stable condition.